Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose with a manual correction injection.